Manufacturer narrative:
Retrospective review after expertise report - for regularization - (12 complaints were transmitted at the same time but events are spread over time - concerns the same distributor). There is no clinical consequence for patient - the surgeon indicate that the device not caused serious injury. No delay in surgery over 30mn. But the patient retain potentially piece of the fractured screw / potential mechanical risk: the piece of screw can be an obstacle for the new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. Direct analysis on returned device: the screw broke into at least two pieces, one of which was returned to sbm. This is the posterior part of the screw: head. No constituent fragments of the tip and / or of the end of the cylindrical portion are present, they remained implanted in the patient. External screw ¿: 9.0mm / minimum ¿: not measurable. Length of the fragment: minimum 6.6mm / maximum 13.1mm. The breakage occurred at the birth of the screw exit cone. The threads on the screw head are free from damage. The recess is free from damage. Blood residues are present on the first two threads of the fragment: which indicates that the breakage of the screw occurred at the beginning of the insertion of the exit cone in the tunnel. Control insertion test with a ¿9 screwdriver into the recess ok: test carried out with a ligafix screwdriver ¿9 (lot 162360). The tcp granules are clearly visible. Conclusion: the injection conditions were compliant with specifications. The observation of the screw reveals a torsional breakage. In the absence of many elements surrounding the circumstances of this case of screw breakage, and based on the observation made on the returned screw, the hypotheses that can explain this breakage are: non-compliance with the instructions for use with a tunnel ¿ <to the screw ¿, which generated high friction forces over the entire surface of the screw during the passage of the cortical wall. All of these constraints caused a deformation of the recess: the deformation being almost null at the end of the recess and at its maximum at the head of the screw. The deformation of the screwdriver was then greater than the elastic limit of the duosorb (constituent material of the screw), which cased the screw to break. While it was being driven, the screw produced a divergent trajectory to that of the tunnel, causing significant stresses in bending and in torsion up to the cylindrical portion of the screw, in particular when passing the cortical wall and at the initiation of the insertion of the cone of the screw head in the tunnel. These constraints led to a deformation of the recess, which is almost null at the end of the screwdriver footprint and maximum at the head of the screw. The deformation of the screwdriver was then greater than the elastic limit of the duosorb (constituent material of the screw), which cased the screw to break. A combination of the two previous hypotheses, significantly increasing the risk of screw breakage. Technical sheet with characteristics of ligafix screws was transmitted on 27 may 2020 to the distributor for reminder. Our export area sales manager keeps in touch to follow up with the techical sheet - trainings carried out via videoconferencing in june 2020 (training for surgeons, instrumentalists, and commercial forces of partners). In the closing mail of this file: reminder regarding their regulatory obligations and compliance with the deadline to provide us with any information relating to an incident or complaint, with our devices.

Event description:
(B)(4)- retrospective review after expertise report - for regularization and information. Incident occured on (B)(6) 2019 in (B)(6) - transmitted on 07 november 2019 by distributor - incident report / health care facility dated 08/11/2019. "The screw was broken during surgery".